Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to dislocation.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The lot number of the products are unknown; therefore the device history records, complaint history could not be reviewed. The reported devices were used for treatment. Request made to obtain dates of x-rays but additional information was not available. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided and it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.